Event description:
Customer stated he was traveling up an incline and made a turn upsetting the unit.

Manufacturer narrative:
The customer used the scooter in a manner that was not recommended. The customer has been provided a new owner's manual and an authorized service center was sent to review safe use & care of the unit.